Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were hospitalized due to low blood glucose at 3 am with blood glucose of 41 mg/dl. The customer experienced different blood glucose level of 128 mg/dl and 329 mg/dl. Troubleshooting was done for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did allege pump was over delivering. The customer stated that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. No motor movement or negligible movement. Retries to free a stuck motor failed. The reservoir will not be returned for analysis.